Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage, vomiting, and blood loss (bleeding) are surgical and physiological complications, and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the patient's surgeon, regarding the serial number of the device, as well as by the patient reported events, has been requested. Device labeling addresses the reported events of band slippage and vomiting as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of bleeding (blood loss) as follows: other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: gastritis, abdominal pain, gi perforation, dyspepsia, hematemesis, abnormal healing, esophageal ulcer, esophagitis. It is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."

Event description:
Patient reported the band of a lap-band system was removed without replacement because the band had slipped. The event had been confirmed through fluoroscopy. The patient also reported vomiting and "gi [gastrointestinal] bleeding." These reported events have not been confirmed by a health professional, at this time. Follow up in progress.